Event description:
It was reported that one point of care unit (pcu) front case with keypad is being replaced since the device would not charge or power up. There was no reported patient involvement.

Event description:
It was reported that one point of care unit (pcu) front case with keypad is being replaced since the device would not charge or power up. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to device not charging or powering up was evaluated. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (10, 11,12,19 and 20). During external inspection, the keypads were in good condition with no issues observed. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case with keypad is being replaced. No further information is available.